Event description:
A surgeon reported that there was a footswitch failure during a surgical procedure. The surgery was completed with the same equipment. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
A svc visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).